Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unknown whether the device may have caused or contributed to the reported event. The pt reports she underwent open right inguinal repair with perfix plug in 2009. The pt alleges pain since the time of implant and that she will require future surgery to remove the mesh. Currently, medical records and product identifiers have not been provided. Without medical records, we are unable to determine the method of suturing and without product identifiers, a manufacturing review cannot be performed. If additional info is provided, a supplemental report will be submitted.

Event description:
The following was reported by the pt: on (B)(6) 2009 - pt was implanted with a perfix plug during a right open inguinal repair. The pt alleges: my neuropathic pain was severely exacerbated immediately and my right groin, pubic area and inner thigh are completely numb. I can barely walk on my right leg because of the neuropathy. The nerve pain has affected my pelvic area and my abdomen. I've been in the emergency room with severe abdominal pain. My gastrointestinal doctor stated that the nerves in my abdominal area are aggravated. Have been diagnosed by a hernia specialist with post herniorrhaphy pain syndrome. My symptoms are worsening and will need to have a major surgery to have the area explored and the mesh removed.